Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported premature deployment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device was placed in the watchman ® access system. The closure device was deployed and the release criteria was being analyzed. Compression was 8-10% and it may not have been deep enough, but the closure device inadvertently released from the core wire. It was determined that it was in good enough position to keep in place. There were no patient complications.